Event description:
Customer reportedly received results of 21.0 mmol/l and 10.0 mmol/l within 1 minute on the performa system. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.